Event description:
Complainant alleged that the clinicians attempted to charge the device in an attempt to defibrillate a patient (age and gender unknown) three times, but the device displayed "pacer fault 117" message. The clinicians obtained a second device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.